Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic. Indicated, that the customer was passed away. The customer stated, no symptoms. Troubleshooting was declined. It was not known, whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted, during visual inspection: cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received, with a depleted energizer alkaline battery installed. No damage noted, on the original battery cap. Please see below, when reviewing the history download file. The pump was stored for an extended period with a depleted battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history, due to corrupted history file. There was no data available in apr-2024, in the pump history file. Unable to list the total insulin delivered on the event date (B)(6) 2024. And the (B)(6) days, prior to that date, due to no data available. Unable to verify, bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date (B)(6) 2024 in the pump history file, due to no data available. Unable to perform the history review 1 week, prior to the event date (B)(6) 2024 in the pump history file, due to no data available. The pump passed the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.